Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that following tests failed during pre-use check: pressure transducer, internal leakage, o2 cell/sensor and flow transducer. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. According to the information provided by the technician, the both pressure transducer printed circuit board were detected as faulty and theirs replacement is necessary. Despite several notifications, the technician did not confirm the replacement of the parts. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.